Event description:
It was reported that during a pump replacement it was discovered that there was a 'poor connection' at the pump/catheter connection site. The catheter was revised. An increase in dose was required for maintenance. The patient outcome was reported as no injury. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).